Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 210 mg/dl. Customer stated that he was having battery issues and the buttons were not responding. Customer received a low battery alarm and when he changed the battery, the lights go on, but the keypad does not work. Customer stated that once the battery is back in the pump, it does not allow him to press anything. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.